Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they experience a "thumping" when they get up to walk. The clinic disclosed that the patient had diaphragmatic stimulation. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.